Event description:
A malfunction occurred on the pump as reported by the caller, without any notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, which was included in a field correction. As the caller had not completed the online form for the field correction email notice, technical support completed it on their behalf. The caller was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support provided instructions on pump storage mode and returning the faulty pump via ups. Additionally, they informed the customer about receiving a replacement pump with updated software, along with upcoming training available in their tandem source account, and confirmed the shipping address.